Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. The ge healthcare service technician replaced the power switch to resolve the reported issue.

Event description:
The ge healthcare service technician performed a checkout of the system and found that the system would reset when cap above power switch is flicked. There was no report of patient involvement.